Event description:
Patient revised due to loosening. However, removal was difficult as implant seemed to be well imbedded.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.